Event description:
It was reported the patient underwent an initial knee procedure on an unknown date. Subsequently, the patient was revised due to asceptic loosening. Femoral, tibial and art surface were explanted. Revision completed, implanted with 135mm stems, tibial cone and femoral augments. The surgeon could not get primary notes, hence implant labels and sizes were not available. No additional information available

Manufacturer narrative:
(B)(4). Source: australia. (B)(4). Visual examination of the provided pictures identified devices with foreign material on them. No other definitive statements can be made. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products & mdrs: unk nexgen tibia sz 4. MDR: 0001822565-2022-02243. Unk nexgen lps articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.